Event description:
It was reported that the patient received a "replace generator" message. An ipg replacement is currently planned pending insurance approval.

Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2019. Effective therapy was established post op.